Event description:
It was reported that the colonovideoscope had an image fault that was described as interference and/or lines. The issue occurred during a colonoscopy procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of image interference was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover (distal end) had a burn. Based on the results of the investigation, a definitive root cause could not be identified for the malfunction of image interference/lines as this could not be reproduced upon evaluation; there was no problem found. For the malfunction of the burnt distal end c-cover, the causality was shown to be due to a stress problem however a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.